Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of asbss0153 showed two other similar product complaint(s) from this lot number. The complaints for this lot number (asbss0153) have been reported from the same (B)(4) facility.

Event description:
It was reported that nurses have been having trouble with some of the miniloc needles. Reportedly, the small tab on the butterfly portion have been breaking and not securing properly and popping the needle back out. It was stated this happened twice to a nurse upon insertion and once while testing. This report addresses the second of three devices.